Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician experienced difficulty crossing the lesion. After retracting the delivery/stent device back into the guide catheter, the stent dislodged in the touhy and was removed without incident. No pt injuries or complications were reported.